Event description:
The customer stated that he has been receiving error codes on his meter. The customer stated that on one occassion, he knew his sugar was low and attempted to take a blood glucose reading. The customer was not able to obtain a reading. The meter would only give him error codes. The customer called ems and was taken to the hospital. The meter and strips are to be returned for evaluatin, and a replacement meter and strips will be sent.